Event description:
It was reported that the patient was experiencing cardiogenic shock. The device and leads were no longer functioning, however no additional have been provided at this time. The system was explanted and replaced. The patient was recovering.

Event description:
Additional information that the patient was experiencing low heart rate. The system was no longer capturing and pacing impedance was not measurable.

Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including output/capture verification test under field settings and impedance at different loads indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.